Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high-rate non-sustained tachycardia (nst) episodes and high impedance. It was also noted that the rv impedance was varying and thresholds had started to rise. It was also reported that the right atrial (ra) lead had far field r-wave (ffrw) oversensing, and adjusting sensitivity did not resolve the issue. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.